Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. The customer only returned the lens carton box and not the actual lens. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that there were no similar complaint investigations requested for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of a z9002 22.5 diopter intraocular lens (iol) into the right eye (od) on (B)(6) 2017, the lens did not unfold as the doctor pushed it through the injector. Therefore, the lens was cut and removed in the same procedure. There was no incision enlargement, vitrectomy, or sutures used. The lens was replaced with a back up lens, which was the same model and diopter. Reportedly, there was no patient injury. No additional information was provided.